Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) noticed air in the patient line on the homechoice (hc) during the initial drain, while the hp was connected. The hp disconnected from the hc prior to noticing air in the line without using proper disconnect procedures. Also, the hp reconnected to the hp without using proper aseptic techniques. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.